Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about unk date in 2009, an unk date in (B)(6) 2010 and (B)(6) 2010 and subsequently expired after the use of the product.